Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a damaged latch/lock sensor. As a result, the damaged latch/lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the both sensors from the pump's latch and lock were defective. The event took place during a functional test at their workshop. There was no patient involvement, no patient injury was reported.